Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, there was a bleeding on the staple line. They then over sewed the tissue to resolve the issue in order to complete the case.